Manufacturer narrative:
Visual examination of the provided pictures identified the devices to be fractured/broken as reported. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). The device will not be returned for analysis, as the surgeon didn't approve for return; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the g7 curved inserter threaded shaft broke. The g7 curved inserter (the shaft) was split in two, but could be recovered immediately. No delay. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.